Manufacturer narrative:
This report is submitted on august 27, 2018. Registration number (B)(4).

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2018 to explant the device due to unknown reasons. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.